Event description:
It was reported to the manufacturer by the end user, per the end user, joerns technician placed mattress around 5:00 pm and patient fell out shortly after (5:15-5:30). Patient was found to the side of the bed kneeling on the floor, post-fall. Patient was not injured as a result of the accident per facility. Upon speaking to the facility, the bolsters were not inflated and the patient does not have any trunk control. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.